Manufacturer narrative:
There is no indication that the device malfunctioned or caused or contributed to a reportable event. The patient condition may have caused or contributed to the event. This event was reported from a clinical study, it is reasonable that all pertinent information has been reported. No additional request for information will be sent. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device evaluated by manufacturer.

Event description:
It was reported that "in the perioperative period following lvad exchange, the patient was appreciated to have paralysis of his right upper extremity in the postoperative setting. He was evaluated by the CT surgery service, who also was unable to find pulses at that time by doppler. Given the concern for an ischemic upper extremity, vascular surgery was consulted. The patient underwent a CT angiogram on (B)(6) of the upper extremity with contrast, which revealed an area of occlusion of the right subclavian artery which was noted to be just distal to the right common carotid artery origin. Given these findings, the patient went to the or on (B)(6) 2013 and underwent angioplasty with stent placement across the stenosis in the subclavian artery. The patient had improvement in circulatory function and palpable pulses returned; however, his paralysis remained. Out of concern for possible nerve injury from compartment syndrome, the orthopedic surgery service was consulted. The concern for compartment syndrome at that time was due to elevations in creatine phosphokinase. Clinically, it appeared that he did not have compartment syndrome, but rather more likely a brachial plexus injury." It was also reported that the "patient presented from clinic reporting depression and suicidal ideation dating as far back to onset of brachial plexopathy. The psychiatry team recommended decreasing citalopram to 10 mg daily, starting sertraline 50 mg daily, which was eventually up titrated to 100 mg daily as well as standing ativan. The patient was placed on a 1:1 sitter. Celexa was eventually discontinued. The staff provided individual services to the patient such as psychotherapy, ot evaluation and coping skills training. On (B)(6) 2013, the psychiatry team evaluated the patient and felt that his suicidal ideation was situational and related to his right arm pain and new disability. Therefore, there was no further need for direct 1:1 observation. The patient was subsequently discharged on zoloft and standing ativan."

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.